Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly the cartridge was over filled. Customer continued to use the existing cartridge. There was no reported adverse effect to the customer's blood glucose level.